Event description:
Boston scientific received information that the patient implanted with this pacemaker reported feeling light headed and passing out. The patient was referred to their physician. The field representative had no information in regard to this and no other information was obtained.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.